Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a scheduled device check. During examination, it was discovered that patient experienced diaphragmatic stimulation from the left ventricular lead on all the vectors. The left ventricular lead was found dislodged and therapy was turned off. On (B)(6) 2020, the lead was successfully explanted and replaced. The patient was reported to be in stable condition following the procedure.